Manufacturer narrative:
No product has been returned for evaluation as product was discarded by the facility. Radiographs provided confirmed the alleged event. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, pain, discomfort or abnormal sensations due to the presence of the device." Warnings, cautions and precautions: "the modulus-c interbody devices are required to be used with an anterior cervical plate as the form of supplemental fixation. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively."

Event description:
On (B)(6) 2019 patient underwent a cervical procedure at levels c5-c6 in which a spacer was implanted. During a routine follow up, radiographs identified that the implant had migrated anteriorly. As per reporter, the patient had difficulty swallowing. Patient underwent a revision procedure approximately a week after without any reported issues. As per reporter, the patient is doing well post-revision procedure.